Event description:
A malfunction was reported on a customer's pump, identified as malf 12, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.